Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient(age and gender unknown), the electrodes padz of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the reported malfunction was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the reported malfunction. The customer received replacement electrodes. It's important to mention that we could see a slight shift in the pins, but a mechanical and electrical connection could be made, as typical. No trend is associated with reports of this type.